Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an issue with a biostable 4f PICC w/pasv. The PICC was discovered to have a crack in the valve body (hub). There was no report of patient harm or adverse event by the end user. It was indicated the reported device is available for return to the manufaturer for a device evaluation.